Manufacturer narrative:
(B)(4). Additional information: the device was not returned, therefore, a device evaluation could not be completed. The lot number is unknown, therefore, a batch review was not performed. The cause was not identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced sepsis coincident with peritoneal dialysis (pd) therapy. The source of the sepsis was not reported. At the time of this report, the patient was hospitalized for sepsis and another indication. Treatment for the sepsis was not reported. The outcome of the sepsis was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.